Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient went to the hospital. The patient will continue wearing the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related tot he defibrillation event. Device manufacture date: monitor: sn (B)(4) - (B)(6) 2014 (reuse), electrode belt: sn (B)(4) - (B)(6) 2011 (reuse). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Supraventricular tachycardia at 171 bpm with motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient went to the hospital. The patient will continue to wear the lifevest. There is no additional information about this event.